Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03478. It was reported during the patient's trial procedure, a csf leak occurred while the physician was advancing the epidural needle. The physician applied a blood patch and had the patient drink fluids. The patient was sent home asymptomatic. However, the patient had the trial scs lead explanted at the emergency room later that same day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.